Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported lactated ringers was infusing at a rate of 125 ml/hr was when the device began to beep. The pcu was trying to change the mrn on the pcu. Clinician stated the beeping sounded like an "infusion complete alarm". She stated the screen showed the patients mrn and do you want to change to this number? Yes or no. Clinician selected no. There was patient involvement however no patient harm.